Event description:
Uterus grasped with 5 mm laparoscopic tenaculum which had 2 pieces break off inside of abdominal cavity. One piece was retrieved. Second piece could not be retrieved. Patient positions changed frequently to determine location of the second piece. X-ray taken intra-operatively; second piece located on x-ray. Incision made to look one more time; this was unsuccessful. A mini-laparotomy was performed and the second piece was finally retrieved. Estimated blood loss was 100 ml. No other complications other than the mini-laparotomy and extended hospital stay. Patient and family were kept informed regarding the situation during the entire procedure. See scanned page.